Event description:
It was reported that the patients spinal cord stimulation (scs) leads displayed high impedances, resulting in inadequate pain relief. Attempts to optimize device programming were unsuccessful in resolving the issue. Consequently, the patient underwent a lead replacement where two leads were replaced. The patient was released from the hospital and recovering well postoperatively. The devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Block d.2b; additional product code: qrb. Additional suspect medical device component involved in the event: brand name: infinion cx. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5111793.